Event description:
It was reported that the user experienced recurrent nocturnal low glucose episodes while using the ilet bionic pancreas, including values around 50¿51 mg/dl lasting up to about an hour, which the user treated with oral glucose tablets totaling approximately 8¿12 grams per episode; meal announcements were routine, dinner was typically later in the evening and declared, and postprandial spikes were noted most often after breakfast. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included an urgent low glucose event and low glucose events that required self-treatment with oral glucose. Investigation included troubleshooting and education with the user and assignment for additional training. Investigation of this case revealed no clear device malfunction and an unclear cause, with user factors such as later evening meals considered as potential contributors without confirmation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.